Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in an online survey stated physician indicated "death". Prior to device placement and indicated leakage of stool around the device after device placement and indicated the leakage of stool around the device to be disease or other related and stated "death". Additionally, the respondent indicated hospice when asked what indication the device was used for in relation to the device enfit dignishield® stool management system with product code ensms002.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state. Instructions for use: 1. Preparation of sms prior to insertion. A. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in an online survey stated physician indicated "death". Prior to device placement and indicated leakage of stool around the device after device placement and indicated the leakage of stool around the device to be disease or other related and stated "death". Additionally, the respondent indicated hospice when asked what indication the device was used for in relation to the device enfit dignishield® stool management system with product code ensms002.